Manufacturer narrative:
(B)(4). A 510k number is not available because this product is manufactured for distribution outside of the united states (us). However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).this complaint for damaged was confirmed. During visual inspection, one broken occluder feet was found and there was no whitish spot on the occluder leg that indicated a possible overtorquing. The cause was undetermined.

Event description:
This report address the issue of damaged micicap transfer set. During evaluation of a sample of minicap transfer set for a connection issue (MDR submtted: reference number 1423500-2011-13699), an additional issue of damaged occluder feet was found and confirmed. During visual inspection it was found that the occlude feet was broken.